Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained v oversensing were observed due to undersensing on the ventricular channel. Patient was asymptomatic. Subsequently, during a follow-up, no more undersensing episodes have been observed since december. Programming changes were recommended but not yet made since the patient is currently in chemotherapy.